Manufacturer narrative:
During investigative testing, magellan observed the capillary tubes were filling beyond the black line. Because this measurement is critical to the assay performance, this has a risk of delivering erroneous results. No reports of injury or erroneous results have been reported. Note: late filing is part of magellan diagnostics, inc. Response to FDA's 483 issued on (B)(4) 2017. (B)(4). Customer complaint: (B)(4).

Event description:
A user facility called magellan's product support to report the capillary tubes are filling higher than the black line.